Manufacturer narrative:
Batch review performed on 26 jul 2024: lot 2337439: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involve din the event, batch review performed on 26 jul 2024. Ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115). Lot. 2342182, lot 2342182: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.